Event description:
The customer reported that the system exhibited an error message. Further information was received from the customer indicating that the error caused the device to lock up. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine hard disk drive was evaluated and reformatted. The system was tested and found to be working as intended and returned to service.